Event description:
Reporter initially noted two corneal burns occurred with this unit. Not irrigating well through tip. Tried different handpieces, with no improvement. Follow-up only identified one pt event. Sutured wound to close. Prognosis reported as good.

Event description:
Additional info received on 05/22/2003. Pt 1 of 2: sutured wound to close. Significant astigmatism should resolve when sutures are removed. Post-op uveitis, but should resolve.